Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging of the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was retained by the customer.